Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on or about (B)(6) 2016, she underwent a total hysterectomy). At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pelvic pain, both sides- constant, everyday, a few times per day-severe"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (on (B)(6) 1996 and on (B)(6) 1999). On (B)(6) 2016, hcg, urine qual : negative. Previously administered products included for an unreported indication: tri sprintec, birth control pill and nuva ring. Concurrent conditions included malaise, anxiety, adenomyosis, uterine fibroid and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2010, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and headache ("headache"). In june 2011, the patient experienced nausea ("nausea"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and nervous system disorder ("neurological conditions or problems") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), dizziness ("dizziness") and abdominal pain lower ("cramping"). The patient was hospitalized from on (B)(6) 2016. The patient was treated with ibuprofen, paracetamol (tylenol 8 hour) and surgery (on or about on (B)(6) 2016, she underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia, nausea, dyspareunia, dysmenorrhoea, fatigue and abdominal pain lower had resolved, the migraine, tooth disorder, headache, feeling abnormal and dizziness outcome was unknown, the nervous system disorder was resolving and the weight decreased had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient was noted to have the essure device protruding from the uterine side of the fallopian tube after removal of the uterus. Current weight: 123 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram: in april 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- outcome of dyspareunia, nausea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, uterine haemorrhage, genital haemorrhage, dysmenorrhoea updated to recovered / resolved. Outcome of nervous system disorder updated to recovering / resolving. Outcome of weight decreased updated to not recovered / not resolved. Treatment medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pelvic pain, both sides- constant, everyday, a few times per day-severe"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996 and (B)(6) 1999). Previously administered products included for an unreported indication: tri sprintec, birth control pill and nuva ring. Concurrent conditions included malaise, anxiety, adenomyosis, uterine fibroid and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and headache ("headache"). In 2011, the patient experienced nausea ("nausea"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), dizziness ("dizziness") and abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (on or about (B)(6) 2016, she underwent a total hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, nausea, dyspareunia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, fatigue, headache, nervous system disorder, weight decreased, feeling abnormal, dizziness and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient was noted to have the essure device protruding from the uterine side of the fallopian tube after removal of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . (B)(6) 2016 hcg, urine qual : negative . Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Most recent follow-up information incorporated above includes: on 14-feb-2018: new events added: abnormal bleeding (vaginal), abnormal bleeding, dental problems, dysmenorrhea (cramping), fatigue, headache, neurological conditions or problems, weight loss, brain fog, dizziness, cramping. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.